Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter was getting the "apply sample" message. After the reported issue first occurred on the afternoon of the day before, the pt reportedly had symptoms described as "low blood sugar and lightheaded." The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to know the pt's testing frequency. Diabetes medication regimen, and the events that lead up the aforementioned symptoms such as blood glucose readings, food intake, diabetes medication, and physical activity. In addition, it would have been helpful to know the duration of the symptoms, and was the pt's diabetes medication changed immediately before or some time after the aforementioned symptoms. During troubleshooting, the customer care advocate verified that the testing technique was correct, the sample was drawn into the test area of the test strips and the reported issue was resolved with a new vial of test strips. This complaint is being reported because the pt claimed he had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.